Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 4.00 x 20 synergy drug-eluting stent was advanced for treatment but failed to cross. When the device was removed, it was noted that the stent edge got lifted. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device is a combination product. B5 describe event or problem updated.

Event description:
It was reported that stent damage occurred. A 4.00 x 20 synergy drug-eluting stent was advanced for treatment but failed to cross. When the device was removed, it was noted that the stent edge got lifted. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported. It was further reported that the 90% stenosed target lesion was moderately tortuous and severely calcified. The lesion was pre-dilated.